Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Findings: the returned device has tool marks that appear consistent with normal use. The black plastic sphere on the tip of the impactor is fractured at the start of the threaded shaft. The metal knob that mates with the humeral stem was not returned with the device. A review of the risk management files was conducted to ensure the risk was included and the occurrence is below the threshold. The risk assessment and controls report (racr) for this primary stem inserter/extractor, racr-00009 rev- was reviewed. The hazardous situation is captured; however, the risk is being updated under dcrsp-19-541 to reflect a lesser harm of ¿none¿. As previously investigated, the broken instrument reported was likely the result of a stress riser which led to crack initiation, propagation, and ultimate fracture secondary to years of normal surgical use for impaction and subsequent reprocessing and sterilization cycles. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no reported patient involvement. As previously investigated, the broken instrument reported was likely the result of a stress riser which led to crack initiation, propagation, and ultimate fracture secondary to years of normal surgical use for impaction and subsequent reprocessing and sterilization cycles.

Event description:
It was reported from ous that when a loan kit was returned it was noted that the inserter tip had been damaged on the threads. Engineering findings: the returned device has tool marks that appear consistent with normal use. The black plastic sphere on the tip of the impactor is fractured at the start of the threaded shaft. The metal knob that mates with the humeral stem was not returned with the device. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.